Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing recharging problems. MFR's pt services directed the pt to use the antenna locate feature and this resulted a power on reset screen which than lead to the normal recharging screen. Message screens were reviewed with the pt as well as the difference between the icons for fully charged versus sufficient charge.